Event description:
It was reported that the device could not be interrogated so detections could be programmed off in advance of surgery. It was noted the patient had been lost to follow-up and the device may be at end of service (eos). The device remains in use. No patient complications have been reported as a result of this event.